Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating the customer?s report. The device was put through extensive testing including bench handling, stress simulations, several 30j tests, and defib discharge cycles without duplicating the report. The pace/defib engine was replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.